Manufacturer narrative:
(B)(6) h3: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. The device history record of reported lot 4434310 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released.

Event description:
It was reported that the tubing was clogged and prevented the use of the device. No adverse patient effects were reported by the customer.